Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration/ perforation (uterus)') and embedded device ('perforation (uterus) perforated uterine wall and became embedded') in a 42-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malposition of essure device location of device: placed in the wrong position and closed" on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and device expulsion ("breakage/ expulsion:expulsion/ migration of essure device location of device: embedded in uterine wall"), 11 months 27 days after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, embedded device, device expulsion, dysmenorrhoea, psychological trauma, gastrointestinal disorder, hormone level abnormal, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, gastrointestinal disorder, hormone level abnormal, menorrhagia, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion (as per pfs) abnormal study post essure procedure with free spill of contrast from right fallopian tube (as per mr). Lot number:620723. Manufacture date:2006-05. Expiration date: 2008-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration/ perforation (uterus)') and embedded device ('perforation (uterus) perforated uterine wall and became embedded') in a 42-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malposition of essure device location of device: placed in the wrong position and closed" on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and device expulsion ("breakage/ expulsion:expulsion/ migration of essure device location of device: embedded in uterine wall"), 11 months 27 days after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, embedded device, device expulsion, dysmenorrhoea, psychological trauma, gastrointestinal disorder, hormone level abnormal, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, gastrointestinal disorder, hormone level abnormal, menorrhagia, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion (as per pfs) abnormal study post essure procedure with free spill of contrast from right fallopian tube (as per mr). Lot number:620723, manufacture date:2006-05, expiration date: 2008-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/migration/ perforation (uterus)') and embedded device ('perforation (uterus) perforated uterine wall and became embedded') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 620723) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malposition of essure device location of device: placed in the wrong position and closed" on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2006, the patient experienced uterine perforation (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and device expulsion ("breakage/ expulsion:expulsion/ migration of essure device location of device: embedded in uterine wall"), 11 months 27 days after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and gastrointestinal disorder ("gastrointestinal disorder") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, embedded device, device expulsion, dysmenorrhoea, psychological trauma, gastrointestinal disorder, hormone level abnormal, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, gastrointestinal disorder, hormone level abnormal, menorrhagia, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion (as per pfs) abnormal study post essure procedure with free spill of contrast from right fallopian tube (as per mr). Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: lot number and events onset date were added. New event's menorrhagia, vaginal bleeding, placed in the wrong position, embedded in uterine wall were added. Reporters, patient demographics and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.